Manufacturer narrative:
(B)(4) - use after expiration. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent movement/partial dislodgement was not confirmed; however, stent damage was noted. Difficult to position/remove (guideliner resistance) could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. During a review of the lot history record, it was noted that the expiration (use-by) date of the device is 14-august-2013. However, the device was used on (B)(6) 2013. It should be noted that the xience xpedition everolimus eluting coronary system instructions for use (IFU) instructs the physician to: note the use-by (expiration) date. In this case, it is unlikely that the IFU deviation caused or contributed to the complaint.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with heavy tortuosity, heavy calcification and 90% stenosis. The 2.5 x 38 mm xience xpedition stent did not cross the lesion despite pre-dilatation with a 2.5 x 20 mm non-abbott balloon. Guide catheter positioning was lost, therefore a guideliner was selected. The xience xpedition stent was re-introduced; however, it became stuck inside the guideliner. Resistance was also encountered in the aortic arch when the system was retracted. When the device was withdrawn from the anatomy, it was noted that the distal part of the stent was partially dislodged from the stent delivery system (sds) balloon. No other device crossed the lesion. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.